Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to a pd catheter (not a fresenius product) infection. Following discharge, the nephrologist transitioned the patient to hemodialysis (hd) ¿until further notice.¿ during follow-up, the patient's pd registered nurse (pdrn) reported the patient was last seen on (B)(6) 2024, after which she transferred to another dialysis clinic/facility (specifics unknown). The pdrn confirmed the patient was initially hospitalized (dates unknown) for progressive weakness and seizure like shaking (convulsions). The hospital course is largely unknown; however, the patient was reportedly discharged home (date unknown) and undergoing pd for rrt. Approximately 7-days later the patient was readmitted for ¿symptoms of infection,¿ and was diagnosed with a pd catheter (not a fresenius product) infection. The patient¿s pd catheter was reportedly removed, and the patient is currently undergoing incenter hemodialysis (hd) therapy. Due to the patient¿s medical record being closed, no additional information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of weakness and convulsions, as it is unknown if the patient was undergoing treatment when the serious adverse events occurred. The definitive etiology of the serious adverse events is currently unknown; therefore, causality cannot be firmly established. It should be noted that limited clinical information precluded a more comprehensive investigation, however there was no report that a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way. Kidney disease affects both the peripheral nervous system and central nervous system. The main symptoms are myopathy, cranial/peripheral neuropathy, cognitive impairment and seizures. Based on the information available, the liberty select cycler cannot be disassociated from having a possible causal or contributory role in the serious adverse events. There is currently no allegation that a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. However, given the lack of clinical data, treatment data, timeline of events, hospital records, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot disassociate the patient¿s liberty select cycler from playing a possible role in the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6)2025 due to a pd catheter (not a fresenius product) infection. Following discharge, the nephrologist transitioned the patient to hemodialysis (hd) ¿until further notice.¿ during follow-up, the patient's pd registered nurse (pdrn) reported the patient was last seen on (B)(6)2024, after which she transferred to another dialysis clinic/facility (specifics unknown). The pdrn confirmed the patient was initially hospitalized (dates unknown) for progressive weakness and seizure like shaking (convulsions). The hospital course is largely unknown; however, the patient was reportedly discharged home (date unknown) and undergoing pd for rrt. Approximately 7-days later the patient was readmitted for ¿symptoms of infection,¿ and was diagnosed with a pd catheter (not a fresenius product) infection. The patient¿s pd catheter was reportedly removed, and the patient is currently undergoing incenter hemodialysis (hd) therapy. Due to the patient¿s medical record being closed, no additional information was available.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane an (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.